Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had extended and retracted multiple times. It was also noted that the right ventricular lead had dislodged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.